Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The inner plastic piece was broken.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search against the device family group finds no additional reported events. The root cause of the breakage is unknown. Based on the complaint database search findings the event is being considered an isolated event and no corrective action is being pursued at this time. Monitor for future reports of device breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.